Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked end cap, battery tube threads and case at lcd display window corner. Insulin pump received with missing end cap sticker, minor scratches on lcd display window. The drive support was inspected and no anomaly was noted.

Event description:
Customer reported his insulin pump was cracked and the drive support cap was sticking out. The customer attempted to push the drive support cap back in but insulin was squirting out of the insulin pump. The customer also stated he was unable to exit the prime sequence. Customer's blood glucose was 107 mg/dl. It was also reported the customer's insulin pump had a motor malfunction. No additional information provided.